Event description:
It was reported that this pacemaker stored pacemaker mediated tachycardia (pmt) episodes. A health care professional (hcp) contacted technical services (ts) and requested review of the episodes to determine if the pmts were real. Ts reviewed the stored episodes and noted the pmts were false/positive. Additional information was received from the field mentioning that the patient continued having pmt episodes. The pacing rate was observed high for the atrium. The way in which the device rhythm tracking was programmed, allowed the system to show functional under sensing due to atrial sensing falling in blanking period. Reprogramming options were discussed for this system. No adverse patient effects were reported. This device remains in service.